Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to the customer's blood glucose level. Technical support sent cartridge replacement to customer as customer did not have any left, customer to load replacement cartridge and was advised to call back if issue persisted.